Manufacturer narrative:
Two explanted spectra malleable cylinders were returned. Both cylinders have damage to the outer tube that is the result of a sharp instrument that exposes inner segment. Both cylinders are functional.

Event description:
It was reported that the spectra penile prosthesis was removed due to patient dissatisfaction that the device was "very flexible." Another ams inflatable penile prosthesis was implanted. There were no patient complications reported as a result of this event.